Manufacturer narrative:
This MDR is being filed retrospectively.

Event description:
Missing part in the containment.

Manufacturer narrative:
This MDR is being filed retrospectively. It was observed that the probe itself was not contained in the sealed primary packaging. This was a determined to be a manufacturing issue which was addressed by spiegelberg. No patient harm can result from a missing probe since in this case another probe will be employed by the health care professional.

Event description:
The probe itself was not contained in the packaging.